Event description:
It is reported that: the patient had a revision surgery in (B)(6) 2012 due to an infection. The patient states that since (B)(6) 2012, his hip has dislocated four times. Each dislocation required a surgical adjustment. The last dislocation was in (B)(6) 2012. The patient is scheduled for an MRI and blood work. The patient states that he is going to have a second revision surgery.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.